Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly broke inside the 6fr sheath. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Conclusion: the device was returned for evaluation. A visual inspection found a complete detachment of the catheter shaft, combined with extensive stretching of the shaft. The detached distal portion of the shaft and balloon was returned stuck in an introducer sheath. The shaft of the sheath was bunched with flaring noted to its distal tip. Therefore, the investigation is confirmed for catheter detachment, and sheath-related retraction issues. The user likely perceived the detached catheter as the reported break. It is likely that the excessive force exerted on the device resulted in the identified balloon detachment. However, the definitive root cause for the balloon becoming stuck in the sheath could not be determined based upon available information. Labeling review: the current IFU (instructions for use) states: warnings: when the catheter is exposed to the vascular system, it should be manipulated while under high quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip or catheter breakage, catheter kink, or balloon separation. Precautions: if resistance is felt during post procedure withdrawal of the catheter through the introducer sheath/guide catheter, determine if contrast is trapped in the balloon with fluoroscopy. If contrast is present, push the balloon out of the introducer sheath/guide catheter and then completely evacuate the contrast before proceeding to withdraw the balloon. If resistance is still felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and introducer sheath/guide catheter as a single unit. Potential adverse reactions the complications that may result from a peripheral balloon dilatation procedure include: additional intervention: use of ultraverse 035 pta dilatation catheter: pply negative pressure to fully evacuate fluid from the balloon. Confirm that the balloon is fully deflated under fluoroscopy and that no contrast is left in the balloon. While maintaining negative pressure and the position of the guidewire, grasp the balloon catheter just outside the introducer sheath/guide catheter and withdraw the deflated dilatation catheter over the wire through the introducer sheath/guide catheter. Use of a gentle counterclockwise motion may be used to help facilitate catheter removal through the introducer sheath/guide catheter.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly broke inside the 6fr sheath. There was no reported patient injury.